Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01 all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced severe pain and a "purulent murmur under the skin, which may have to be removed by surgery in the hospital". Customer had contact with a healthcare professional and was prescribed antibiotics for treatment of infection. There was no report of death or permanent injury associated with this event.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced severe pain and a "purulent murmur under the skin, which may have to be removed by surgery in the hospital". Customer had contact with a healthcare professional and was prescribed antibiotics for treatment of infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. H4 (device mfg date) were updated based on extended investigation. Section h4 (device mfg date) was updated from 4/25/2022 to 3/29/2022. All pertinent information available to abbott diabetes care has been submitted.